Event description:
Allegedly pt. Had grinding in hip. Liner was broken in multiple pieces on the inferior half. Head was also replaced.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.